Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Arch toxo igg assay ln: 6c19-35 lot numbers: 94708hn00 and 89736hn01.

Event description:
The customer states that one patient generated a false positive result when their blood sample was tested with the architect cmv igg assay: sample ID (B)(6): on (B)(6) 2011, an architect cmv igg assay result of 0.5 iu/ml (negative) was generated. Back on (B)(6) 2010, this same patient generated a result of 30.0 iu/ml (positive). The sample from (B)(6) 2010 was retested and generated a result of 0.2 iu/ml (negative); there has been no impact to patient management reported.

Event description:
The customer states that two different patients generated false positive results when their blood samples were tested with the architect toxo igg assay: sample ID (B)(6): on (B)(6) 2011, an architect toxo igg assay result of 0.5 iu/ml (negative) was generated. Back on (B)(6) 2010, this same patient generated a result of 30.0 iu/ml (positive). The sample from (B)(6) 2010 was retested and generated a result of 0.2 iu/ml (negative); sample ID (B)(4): on (B)(6) 2011, this patient generated an initial architect toxo igg assay result of 9.0 iu/ml (positive). When the same sample was retested two hours later, a result of 0.1 iu/ml (negative) was obtained. There has been no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service representative visited the customer site and replaced and calibrated the sample probe. A precision run followed, which met specifications. Pre-analysis procedures were discussed with the customer. The customer is using serum collection tubes with separator gel. The tubes were centrifuged at 3500 revolutions per minute for seven minutes. Frozen samples are not centrifuged after thawing. The customer was referred to the architect toxo igg assay package insert for the proper procedure for handling thawed specimens prior to further analysis. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) and the architect toxo igg assay package insert both contain information to address the customer's current issue. Based on the available information, a malfunction was not identified. Review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. The initial report referenced the architect cmv igg assay. The correct assay should be the architect toxo igg assay.